Event description:
Information was received indicating that a smiths cadd-legacy® 1 alarms all the times with no known error code displayed. The patient is currently using the pump but it will be replaced. There was no reported injury to the patient.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. The device was returned for "key stuck". The customer's reported problem was confirmed and repaired. Further investigation found the pump front and rear housing crack and service replaced the front and rear housing. The problem source of the reported problem is unknown.